Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the connecting tube has coating peeling (1mm2 or more) and was due to deterioration. Additional findings were as follows: due to a pinhole on bending section cover, water tightness was lost. The scope connector, the angulation lever, the image guide protector, the universal cord, the up/down plate, the grip, the switch box, the scope cover, the control unit, all had a scratch. The connecting tube has a dent. The universal cord, the up/down plate, the grip, were all sticky. The control unit had corrosion due to water leakage. The light guide bundle was slipping down. Due to damage on channel tube, and the channel cleaning brush cannot insert smoothly. Due to wear of angle wire, the bending angle in up direction did not meet the standard value. The adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the coat of the ig pipe that was peeling off (1mm-2 or more). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress from use, external factors, or handling. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.